Event description:
This pt has a history of persistent ear infections which have recently increased in frequency. The electrode lead of the pt's device has migrated and can be seen in the outer ear canal with an otoscope. The surgeon plans to explant the device and implant her contralateral car with a new device (surgery date is not scheduled).